Event description:
It was reported that this pacemaker was discovered to be in safety mode. Review of device data by boston scientific technical services confirmed safety mode and suggested device replacement. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and returned back to boston scientific for analysis. No additional adverse patient effects were reported. This event will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Review of device data by boston scientific technical services confirmed safety mode and suggested device replacement. The pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Initial interrogation of the device confirmed it was operating in safety mode. The device was connected to an oscilloscope and a pacing pulse was detected. A memory dump of the device was unable to be performed, despite multiple attempts and critical therapy was noted to not be available. The device case was opened, and visual inspection noted the battery was slightly swollen. The battery was removed from the circuit and connected to an external power hybrid, which noted a current drain of 6.0 microamperes and a battery voltage of 1.5 volts. The battery was then forwarded for further testing, which noted it had depleted calls with no battery related anomaly determined. Despite thorough analysis, the root cause of the clinical observations could not be confirmed.

Event description:
It was reported that this pacemaker was discovered to be in safety mode. Review of device data by boston scientific technical services confirmed safety mode and suggested device replacement. The pacemaker remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the s-ICD was explanted and returned back to boston scientific for analysis. No additional adverse patient effects were reported.